Event description:
It was reported that the procedure was to treat an aneurysmal and stenosed area in the saphenous vein graft to ramus artery. Balloon dilatation was performed with the following unspecified balloons, a 1.5 x 12 mm, a 2.0 x 20 mm, and a 3.0 x 20 mm. The lesion was very fibrotic and difficult to dilate. To cover the aneurysmal area, a 3.0 x 16 mm graftmaster stent was successfully implanted and post-dilated with an unspecified 4.0 x 15 mm non-compliant balloon. Proximal to the implanted graftmaster stent, a long area of disease was then stented with a 3.5 x 28 mm promus stent. There was an area in the proximal portion of the stent which was not completely expanded, despite high pressure inflation with the stent delivery system (sds) balloon. This area was then dilated with the 4.0 x 15 mm non-compliant balloon, with an excellent angiographic result. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: luge; guide catheter: 6fr, jl-4, 6fr jr-4, and a pigtail 6fr; stent: jostent graftmaster 3.0 x 16 mm. The stent remains in the patient. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.